Event description:
Boston scientific received information that at a recent device check it was noted that the patient had received an appropriate shock for ventricular fibrillation (vf); however, there was no shock showing in the home monitoring system. The patient was brought in for interrogation in the office and that showed the shock that was delivered as well as another event the same day. The patient told the health care professional (hcp) that they had passed out and was not aware nor remembered ever receiving a shock. In reviewing the home monitoring submissions, it was noted that the last transmission was interrupted and never completed. The patient lives in an area where there are phone line issues. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.